Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance, intermittent loss of capture and noise. The patient was near syncope. The lead was explanted and replaced.